Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that her humidifier caught on fire for a moment. There was not a report of injury or property damage with this incident.